Event description:
It was reported that the pt received an anterior cervical corpectomy of c4 with an acdf at c5-c6. The initial post op was fine. Approximately four days later, pt returned and images showed the plate had migrated anteriorly as did the allograft, both the corpectomy at c3-c5, and acdf of c5-c6. Revision surgery found c6 fractured with reinsertion of the corpectomy graft at c5-c6 and plate at c3-c5. During the placement of the posterior instrumentation under fluoroscopy, it showed the plate had migrated anteriorly out of c3 and the plate was removed.

Manufacturer narrative:
The hospital is performing an investigation prior to returning implants.